Event description:
Report received of an unrequested bolus dose delivery. The pump was returned from clinical service with an unsigned note: "believed pt getting more meds, without pushing button or machine reading wrong number". The customer states it is not possible to locate the user of the device from the unsigned note. No incident report was filed with the user facility's risk management dept. Though requested, there was no further info available in regards to this incident.